Event description:
Allegation of patient harm.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
In box b: manufacturer missed to capture previously describe event or problem b5 verbiage, and it has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient allegation of nose irritation, respiratory tract irritation and 0ther, there was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg (rfb) has been updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.